Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included using a test wye circuit, bench handling, power cycling, functional stress testing, calibration testing, and internal inspection without duplicating the customer report. The device was recertified and returned to the customer. The log review did not show any critical errors consistent with the report. Medium priority messages were observed related to the wye circuit and patient connection. No trend is associated with reports of this type.